Manufacturer narrative:
On (B)(6) 2017: it was reported the customer continued to have elevated bg levels of 461mg/dl during their hospital stay. A correction bolus was delivered to address the bg level. A system check was performed and the pump performed as intended. On (B)(6) 2017: the customer was released from the hospital on (B)(6) 2017. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced vomiting and began feeling ill due to an elevated blood glucose (bg) level of 526mg/dl and ketones considered dangerous. The customer alleged there was an underlying pump issue causing this bg level. No issues were observed with the pump supplies in use during this event. Due to the elevated bg level and ketones levels, the customer went to the emergency room (ER). While in the ER, the customer received treatment in the form of intravenous therapy and fluids. The customer's bg level decreased to 303mg/dl but was still experiencing ketone levels leading to admission to the intensive care unit (ICU). While in the ICU, the customer received basal insulin as treatment. While performing a system check with tandem technical support, it was observed that the customer had received a resume pump alarm. The pump history was checked and no other alarms were found that could have caused insulin deliveries to stop. During the time of the report, the customer was currently in the ICU.